Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and oversensing due to dislodgment. It was also noted that the patient indicated that they received an inappropriate shock. Subsequently, a revision procedure was performed, and the rv lead was successfully reposition. No additional adverse patient effects were reported.